Event description:
It was reported that the customer experienced a blood glucose level of "high", although a specific value was not given and diabetic ketoacidosis. Reportedly, emergency services were called and assisted the customer with fluids and insulin and transported the customer to the hospital. The customer alleged that the pump¿s bolus feature was not working appropriately and contributed to the elevated bg level; however, this could not be confirmed. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.